Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient currently receiving clonidine (400ug/ml at 146.5ug/day), bupivacaine (10mg/ml at 3.664mg/day), and morphine (15mg/ml at 5.497mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that on (B)(6) 2016 the expected residual volume (erv) was 6.1 cc and the actual residual volume (arv) was 20 cc. The most recent refill was (B)(6) 2016 and 20 cc was placed in the pump reservoir at that time. The reporter did not believe that the volume discrepancy was due to a programming error. The patient was asymptomatic. Per the hcp, the patient was on no other meds. There were no anomalies noted in the event logs. There had been reservoir volume discrepancies since (B)(6) 2016. Since (B)(6) 2015, the drugs in the pump were morphine (15mg/ml), bupivacaine (10mg/ml), and clonidine (400ug/ml). On (B)(6) 2016 the doses were increased to morphine (3.99mg/day), bupivacaine (2.6mg/day), and clonidine (106.5ug/day). The doses were increased again on (B)(6) 2016 to morphine (4.751mg/day), bupivacaine (3.16mg/day), and clonidine (1 26.6ug/day). A roller study was done on (B)(6) 2016 and it was fine. A catheter dye study was being done (B)(6) 2016. Additional information was received from an hcp via a company representative on (B)(6) 2016 and it was reported that at the catheter dye study today they were unable to aspirate via the cap (catheter access port), but the doctor tried to push the dye through anyway and was unable to accomplish that either. The patient was a "pump flipper" and the hcp stated that the doctor had to flip the pump back in place again himself so there would have to be a catheter revision done. Additional information was received on 01-apr-2016 from an hcp and it was reported that the cause of the volume discrepancy and inability to aspirate or push dye through the catheter was "catheter non-functioning." The patient was to be scheduled for exploration and possible catheter revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.